Event description:
It was reported to conmed that, "stapler did not close the staples when they were released so vessel was not occluded " it was also reported that there was no patient injury.

Manufacturer narrative:
On receipt of this complaint the initial evaluation of the reported incident was a non-reportable event. On re-review of the incident it was realized that this is associated with a sentinel event and is a reportable incident. I apologize for the lateness of this report that is the result of an incorrect initial evaluation of the complaint. This report is being submitted due to a sentinel event reported on medwatches 1320894-2013-00034, and, 1320894-2013-00035. Lot samples have been returned; however, the investigation has not commenced to date. When a quality engineering investigation of the reported incident is completed a supplemental report will be submitted.

Manufacturer narrative:
The reflex® elc 530 laparoscopic clip applier is an endoscopic clip applier having application in a variety of laparoscopic procedures to ligate vessels and other small tissue structures. Eleven (11) lot samples of the 530 clip applier were returned for evaluation. Two (2) devices were randomly selected and all of the clips were fired from both devices. All of clips loaded, formed and released properly. The clips were then brought to the manufacturing floor and evaluated by an production operator. All clip eye gap measurements were less than the required 0.0055 inch specification and all clips passed through the go-no-go gage successfully. In addition, all clips passed visual inspection for poor closure and scissoring. Therefore, the reported complaint failure was not reproduced with customer stock devices. To mitigate this issue, each device is verified in manufacturing to function properly before release. This is done by firing and inspecting four (4) clips from every device. The first clip is inspected for poor closure and scissoring. The second clip is fired and dropped through a go/no go gage and eye gap is measured under the vision system. The cartridge is then rotated 90° and the third clip is quickly fired. The device is tapped to check that the fourth clip is held in place. The fourth clip is checked for eye gap with the go/no go gage. The 20 clips in the cartridge are checked for "double stack" and "piggy-backed" clips. In addition, the last device manufactured from each shift undergoes a full fire test. The device must fire 20 clips with no more than 2 misfeeds, the device must lock out after firing the 20th clip, and must have no other defect that prevents the device from firing 20 clips. A review of the manufacturing documents from the DHR/lhr for lot 1312091 has verified the devices were produced and released according to the current and approved procedures and material specifications. Proper manufacturing procedures including testing and inspections were performed during manufacture to prevent non-conformances regarding the product's identity, quality, safety, effectiveness and performance. The reported failure could not be reproduced during laboratory evaluation of the returned lot samples. The complaint investigation has not identified any manufacturing defects; therefore, corrective action is not warranted at this time. Conmed corporation is considering this complaint closed.